Event description:
Additional information was received. After implant placement, no clinical pain or discomfort was noted by the patient until the implant fixture was exposed. CT scan confirmed sinus infection; implant was loosed and it was removed immediately. Tooth location 6.

Manufacturer narrative:
A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to nasal infection at tooth location 6.